Manufacturer narrative:
(B)(4).

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an adverse outcome. Product was used in a vesicourethropexy and anterior vaginal repair for therapeutic treatment of urinary stress incontinence, pelvic relaxation and cystocele. Five years after the procedure, a revision procedure was required for stress urinary incontinence and rectocele repair.